Manufacturer narrative:
Additional information has been received, but no new information has been received to date. The device has not been received for analysis. Without the return of the product, a definitive conclusion can not be made regarding the clinical observations. If additional information is received, or if the device is returned for analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's obituary, that approximately eleven months post implant of this bioprosthetic aortic valve, this patient expired. No autopsy results have been reported; no cause of death, and no device involvement was reported.

Manufacturer narrative:
Medtronic received additional information the patient death was due to cardiogenic shock from sepsis. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a review of the device history record (DHR) for this valve, there were no non-conformances identified in manufacturing that could be impacted this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death could not be established.